Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / damaged connector) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the pulse wire in the receptacle. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and pulse wire. The root cause of the damaged receptacle and pulse wire is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll indicating that a patient's device was produced a service code 204 and had a damaged belt connector on the monitor.